Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunction " foreign objects coming out of the distal end and in the air/water "could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrovideoscope ultrasound to the service center for a separate issue. During the device analysis, the investigation indicates that foreign objects were coming out of the distal end and were found in the air/water tube.there was no patient involvement.